Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported receiving a low alert from the sensor when the blood glucose level was 154 mg/dl. Customer's mother also reported that the following night, the sensor returned a low alert when the blood glucose level was 250 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.